Manufacturer narrative:
It is unk what type of "ams mesh system" is associated with this event. Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
A pt was implanted with "pelvic mesh products" on (B)(6) 2009. It was reported that the pt "began to experience extreme pain and vaginal erosion and sought medical attention for said chronic pain and vaginal erosion." The pt had "multiple surgeries in an attempt to repair the damage done by the erosion.''